Event description:
It was reported that a needle spinal s/su 25ga 3-1/2in quincke had leakage. The following was reported, "at the time of administering intrathecal oncological medication, the syringe does not tie with the spinal needle hub so the medication leaks, also in the puncture is very soft."

Manufacturer narrative:
H.6. Investigation: bd has not been provided with photos or samples for catalog 405180, lot 8123881 to investigate for this record. Unfortunately, as a result, bd was unable to verify the reported issues. Bd needles go through multiple inspections to comply with standards and as part of acceptance criteria disposition. No issues or discrepancies were reported for the reported batch and leak tests were performed with successful results. In regards to the needle flexibility condition, needles used for the complaint lot were reviewed and a complete inspection for the cannula were approved on jan 2018.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle spinal s/su 25ga 3-1/2in quincke had leakage. The following was reported, "at the time of administering intrathecal oncological medication, the syringe does not tie with the spinal needle hub so the medication leaks, also in the puncture is very soft."